Manufacturer narrative:
The reported event of a near end alarm was not confirmed, however is believed to be due to the upgrade to software v9.33. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the pca pumps with peripheral nerve catheters and epidurals alarm for near end infusions after the nurse silences the initial near end alarm. It also alarms every time the patient self-administers. Although requested, no other information has been received.